Event description:
The device was explanted and replaced with a competitive device. The device was discarded following the explant and will not be returned.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity.

Event description:
The patient was going to travel from turkey to germany for device replacement. Attempts to confirm if explant has occurred were unsuccessful. All available information indicates that this device remains in service.